Event description:
The doctor reports that the dental implant in position 25 failed due to a fracture at the apical third during the surgical procedure. The doctor reports that the procedure was concluded by placing another implant. The rest of the implant was removed from patient's mouth

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k113753/k112160.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tmm4b10, (imp tm 4.1mm mtx,10mm) for evaluation. Visual evaluation was performed, the implant had signs of use. The implant was fractured at the body. The fractured piece was not returned. DHR review was completed for the subject lot number 1273166. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273166 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error - recommended protocol was followed during placement/seating. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.